Event description:
It was reported that the patient experienced myocardial infarction and premature ventricular contractions. At the three-month follow-up exam on (B)(6) 2025 after a pulse field ablation (pfa) procedure performed on (B)(6) 2025 using a farawave catheter a suspected inferior wall infarction was observe on 12-lead electrogram (ECG) in the avf lead. No medical intervention was noted. On (B)(6) 2025 the patient was hospitalized for an unknown reason, and it is unkown if any medical intervention took place. At the six-month follow-up exam on (B)(6) 2026 the inferior wall infarction was observed again on the avf lead and premature ventricular contractions were also observed. No medical intervention was noted. At the twelve-month follow-up exam, the 12-lead ECG indicated the patient was in normal sinus rhythm. The patient recovered from the complications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.